Event description:
It was reported that during a routine follow-up, non-sustained vf episodes were detected due to oversensing noise. Capacitor charging was initiated but return to sinus was detected before therapy delivery. The noise was reproduced with pocket manipulation. The lead was capped and replaced. There were no complications for the patient after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.